Event description:
During a pta of the anterior tibial artery, the balloon would not inflate. A second savvy was used to successfully complete the procedure. The target vessel was heavily calcified, moderately tortuous, and 90% stenosed. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no report of patient injury. As per the reporting affiliate, no additional patient or procedural information is available.